Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? Yes trouble shooting notes: none work performed: reported problem ¿ drifting base array arm observation ¿ base array arm not fully tightening and arm accuracy failing. Action taken ¿ replaced articulating arm, kin cal on both sides, and performed system checkout. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported drifting base array. Case type: tha.

Event description:
Mps reported drifting base array. (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.